Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a dissection. The target lesion was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced a dissection. The patient had an angiography without revascularization. The event was reported as recovering/resolving.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).